Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient wanted the device removed. The stated that the ins wiggles around and it has been not working for a long time. The patient stated that it has been bothering them for a long time but the ins was not wiggling at that time. The patient stated that it started wiggling last week. The patient was asked what was not working. The patient clarified that they were not using the therapy and they were aggravated with it and just wanted to keep it in there. The therapy was not helping and took too long to charge up. The therapy was a 'pain in the butt' the patient was to follow-up with their healthcare provider (hcp). The patient stated they didn't have an hcp so they were sent a listing. The patient stated that the therapy stopped helping many months ago and the ins taking too long to charge started 3 years ago. No further complications were report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.